Event description:
A malfunction alarm occurred with the insulin pump, and the customer did not report any notable events leading up to the issue. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, so the impact on their blood glucose level is unknown. The customer was advised to use multiple daily injections as a backup insulin therapy, while tandem technical support arranged to replace the faulty pump. The customer confirmed understanding of how to put the pump into storage mode and the procedures for returning the pump with a pre-paid label.